Manufacturer narrative:
H6: investigation conclusions; corrected data; previous report submitted the wrong conclusion code in error.

Event description:
Although pa visual observations of the tool marks lead to a suspicion of the explant procedure causing the header detachment we know this did not occur as the physician reported the device was found in two pieces upon opening up the patient which he attributed to trauma or manipulation of the device. The event was concluded in supplemental #03 as due to failure to follow instructions in error. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. Visual observations are most likely associated with manipulation of the device, it is very likely that the header separation occurred during or after the explant process. This is based on the location of the tool marks observed on the pulse generator case and header. Based on the anchors, suspect that the header was pulled up by the lead while the lead was still fully inserted. Therefore, this observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product during the explant process. Other than the noted event (header detachment (visual analysis)), there were no performance, or any other type of adverse conditions found with the pulse generator. Datadump was reviewed and high impedance (8234 ohms) was first seen to have occurred on (B)(6) 2022. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was explanted and it was unknown if lead revision was performed. Implant card was later received indicating battery replacement only. Further information was received indicating that lead revision was not necessary as the explanted generator was found to be in 2 pieces inside the patient and not connected, which was the reason for the high impedance. It was noted that the surgeon immediately noticed the damaged generator. A discussion was held with the surgeon on what could have caused the header to become detached and the surgeon believed it was either due to the calcification of the leads creating tension between the leads and generator not allowing free movement between them or potential trauma/manipulation of the device. As the surgeon has assessed that the event was caused either by patient physiology or trauma/manipulation it is concluded that trauma or manipulation caused the event as we would not expect the fibrosis around the lead to cause the header to detach. The leads were cleared from the scar tissue and re-used on the newly implanted generator without issue. The explanted generator has been confirmed shipped back to livanova for analysis but has not been received to date. No other relevant information has been received to date. The suspect device will change from patient lead to generator.

Event description:
The device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen for increased seizures and the device was found to have high lead impedance. The device was disabled. Further information was received from the provider indicating that the seizure level was below pre-vns baseline levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.